Event description:
It was reported that a bd luer-lok¿ syringe bulk sterile pharmacy convenience tray contained a syringe with foreign matter in they syringe. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: two boxes with samples were received and evaluated. Box 1 contained a single 10ml syringe filled with unidentified clear liquid past the nominal capacity of 10ml and pharmedium tip cap attached. The syringe was inside a plastic zip lock bag with a label hand marked to be from batch #8026699. The box also contained a printed email highlighting the same batch # and ¿foreign matter on the outside of the syringe¿ defect. No foreign matter was found on the outside of the syringe during evaluation. However, a light brown foreign matter particle was observed inside the barrel near the roof to the right of the zero line. The particle appeared attached and would not move. It is not clear what the particle was and whether it was embedded or not. It was larger than level 3 in size. Box 2 contained a single 10ml tray reported to be from batch #8026699 inside a zip lock bag. The tray was empty of syringes. It had a foreign matter particle taped to the inside bottom wall. The particle appeared to be a small piece of paper trim or cardboard. It was larger than level 3 in size. The foreign matter particle in box 1 sample could not be confirmed to have originated at the manufacturing plant due to the sample having been manipulated prior to arrival at the plant for evaluation. Corrective and preventative action 128948 was opened to investigate particulate foreign matter on this machine. Device history record review showed no rejected inspections or quality issues during the production of the provided two lot number that could have contributed to the reported defect. Release date: 2/22/2018. Released quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 8026699 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd luer-lok¿ syringe bulk sterile pharmacy convenience tray contained a syringe with foreign matter in they syringe. There was no report of exposure, serious injury or medical intervention.